Manufacturer narrative:
(B)(4). The failure mode cut in cuff was confirmed. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Event description:
It was reported that prior to use, an air leak form the tracheal tube cuff was confirmed. There was no patient involvement or harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).